Manufacturer narrative:
Other applicable component: product ID: 37761, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the connector pin was bent and they were in pain because they couldn't charge. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded from a follow up letter sent to them. Patient reported their battery pack hurts and indicated they were told they were overweight. Patient reported the replacement of the desktop charger has helped them by 30%. Patient reported their weight at the time of event was (B)(6) lbs.

Manufacturer narrative:
Analysis of the desktop charger (model #:37761) (B)(4) found that the connector pins were broken. H6. Codes apply to the desktop charger. If information is provided in the future, a supplemental report will be issued.